Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd893297 and gd893461. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as (B)(4). This is report 2 of 3. This is a report of peritonitis is a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. The cause was not reported. Treatment was not reported. Action taken with dianeal therapy was not reported. The outcome of this peritonitis event was not reported. Additional information was requested but is not available.